Manufacturer narrative:
Concomitant product(s): cannulaqn #(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed. No corrective actions can be implemented due the lack of device sample and batch number to perform a proper investigation and determine the root cause.

Event description:
Customer compliant alleges that there was a water build up in the concha column causing the aerogen nebulizer to pop off. Alleged issue occurred during use. No patient injury or harm reported.